Event description:
It was reported that the advanced cement mixer was being used to prepare cement for a procedure when the syring broke during the transfer process. The procedure was completed successfully by manual cement insertion by the physician. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The device is in transit to the manufacturer for evaluation. A follow up report will be filed after the device has been received and the quality investigation has been completed.

Event description:
It was reported that the advanced cement mixer was being used to prepare cement for a procedure when the string broke during the transfer process. The procedure was completed successfully by manual cement insertion by the physician. There were no patient or user injuries, and no adverse consequences.

Manufacturer narrative:
The reported failure condition (cartridge breakage) was confirmed upon evaluation of the returned product. The breakage occurred at the proximal end (base) of the cartridge, where it connects to the cement injection gun. A small void was observed on one side of the breakage area. Probable root cause(s) for this condition can be associated, but not limited to: incompatible / non-stryker accessory used (e.g. Cement injection gun). Inadequate part design / material strength (e.g. Voids) and/or design of the cartridge not strong enough to withstand the pressure of hardened cement when late injection method is attempted. Cement hardened too early / viscous (doughy) cement: the manufacturer instructions for use warns the user to not add foreign substances to the cement¿s mixture, as it can affect the cement¿s mechanical properties and setting time during use. Additionally, it warns the user that the cartridge cannot withstand the excessive pressure that is created when doughy cement is extruded. Do not attempt to extrude the cement if excessive force is required, as it can cause the cartridge to break. In this situation, the cement should be hand packed. Based on evaluation of the returned cartridge component, the most likely contributing factor could be attributed to presence of void(s), which may debilitate the structure of the piece, thus making it more prone to breakage if/when submitted to excessive pressures while extruding viscous cement. The device was scrapped at the manufacturer.